Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurred.